Manufacturer narrative:
An event of two tabs being stuck in retainer receptacle post valve deployment for 2 minutes and resistance and difficulty while removing the guidewire from the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received the cause of the reported event of two tabs being stuck in the retainer receptacle could not conclusively be determined. However, abbott is performing further investigation into the reported event of difficulty removing the guidewire, per internal procedures

Event description:
It was reported that on (B)(6)2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had a horizontal aorta and there was sufficient calcium to allow anchoring of the device. The valve was implanted at a final implant depth of 5mm left coronary cusp (lcc) and 5mm the non coronary cusp (ncc). Post deployment, two tabs were stuck in retainer receptacle post valve deployment for 2 minutes. The physician tried some mitigation strategies such as wire manipulation forward & back, and rotating delivery system 180 degrees both directions. The physician also complained about, there was a resistance and difficulty was noted while removing the delivery system over j wire at end of case after valve was deployed and nose cone was recaptured into valve capsule. There was some delay in the procedure due to wire getting stuck. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had a horizontal aorta and there was sufficient calcium to allow anchoring of the device. The valve was implanted at a final implant depth of 5mm left coronary cusp (lcc) and 5mm the non coronary cusp (ncc). Post deployment, two tabs were stuck in retainer receptacle post valve deployment for 2 minutes. The physician tried some mitigation strategies such as wire manipulation forward & back, and rotating delivery system 180 degrees both directions. The physician also complained about, there was a resistance and difficulty was noted while removing the delivery system over j wire at end of case after valve was deployed and nose cone was recaptured into valve capsule. There was some delay in the procedure due to wire getting stuck. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.